Manufacturer narrative:
Please see related regulatory report 9612501-2025-02363 regarding the patient's previous vp shunt/infection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a shunt. It was reported that the patient was born at 28 weeks with a grade 3 brain bleed which developed into a grade 4 hydrocephalus. The patient's first ventriculoperitoneal (vp) shunt was at 6 months of age, 2 revisions at age 7 in 2010, another revision in (B)(6) 2023 and then again in (B)(6) 2025. They were diagnosed with celiac disease in 2018 at age 16. After another vp shunt was done in (B)(6) 2025, the patient again had severe abdominal pain and profound fatigue. It was noted that once the previous vp shunt was removed, the abdominal pain stopped immediately. It was stated that common sense would dictate that the patient's peritoneal cavity did not like the shunt material being there. Currently, the patient had no quality of life.